Manufacturer narrative:
The subject product was returned to omsc for investigation on november 1, 2016. The investigation confirmed that the operation pipe was broken at the junction with the basket wire. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the junction. In addition, the basket was deformed. Moreover, the distal end of the coil sheath was buckled. As checking DHR of the same lot for the subject device, nothing abnormal related to the reported event was detected on the following items: outer diameter of the basket wire, deformation of the basket wire, outer diameter of the operating wire, overflown length of the brazing filler at the brazed part, outer diameter of the brazing part, outer appearance of the brazing part. From the conditions of the subject device, it is surmised that during crushing the calculus, a large load more than durability strength of the product was applied due to the factors, such as size, hardness, and shape of the calculus, which caused the buckling of the coil sheath and the breakage at the junction between the operation pipe and the basket wire. As described in the instruction manual, this subject device is not designed to be capable of crushing all calculus. Consequently, the pipe or basket wire may break and part of the lithotriptor may remain in the body. Different parts of the device break depending on the situation such as the shape of a calculus, bending shape of a coil sheath, etc. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, notable coil sheath bent or gap etc.).

Event description:
During an endoscopic bile duct calculus exclusion method on (B)(6) 2016, the doctor tried to crush a calculus with the subject device, but it was broken at the junction between the operation pipe and the operation wire. The doctor removed the subject device from the patient and replaced it with another device(the same model), and then completed crushing the calculus without problems. There was no patient injury reported.